Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 129-130 mg/dl. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. In addition, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.